Event description:
A leveen needle electrode was being used for a therapeutic ablation along with a needle guide. When the electrode needle was extracted, it was noted that the coating had peeled at about the 5 centimeter portion of the tip.